Manufacturer narrative:
This is a final report. The test strips have been returned and an investigation has determined the complaint is not confirmed. The test strips were found to perform according to specifications. It should be noted: the meter is designed to report readings of 1.1 mmol/l to 27.8 mmol/l. This meter does not give a numeric value for readings greater than 27.8 mmol/l. A reading greater than 27.8 mmol/l would display a "hi" message. Note: the date of manufacture is unknown.

Manufacturer narrative:
The meter was returned and investigated. The complaint was not confirmed and no new issues were observed. This is the final report.

Event description:
A healthcare facility reported receiving a reading from their precision xceed pro blood glucose meter which was lower when compared to a result received from their lab. Customer reported receiving a reading of 22.9 mmol/l compared to a reading of 46.7 mmol/l within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "out of range" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.